Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen or right and left anterior flanks and the right posterior flank on (B)(6) 2017 using cooladvantage, coolcurve, to the right and left lower abdomen on (B)(6) 2017 using a cooladvantage+, to the left posterior flank on (B)(6) 2017 using cooladvantage, coolcurve, to the right and left upper abdomen on (B)(6) 2017 using a cooladvantage+, to the right and left lower abdomen on (B)(6) 2017 using cooladvantageplus who developed paradoxical hyperplasia (pah/ph) of the right and left anterior and posterior flank (love handles coming forward) and right and left upper and lower abdomen post-treatment on an unknown date post-treatment and was diagnosed on (B)(6) 2018. (B)(6).

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen or right and left anterior flanks and the right posterior flank on (B)(6)2017 using cooladvantage, coolcurve, to the right and left lower abdomen on (B)(6) 2017 using a cooladvantage+, to the left posterior flank on (B)(6) 2017 using cooladvantage, coolcurve, to the right and left upper abdomen on (B)(6)2017 using a cooladvantage+, to the right and left lower abdomen on (B)(6) 2017 using cooladvantageplus who developed paradoxical hyperplasia (pah/ph) of the the right and left anterior and posterior flank (love handles coming forward) and right and left upper and lower abdomen post-treatment on an unknown date post-treatment and was diagnosed on (B)(6)2018. (B)(6);(B)(6).